Event description:
Same case as: 2134265-2012-01254. It was reported that during a coronary stenting treatment procedure, a side branch occlusion occurred. The target lesion being treated was located in the proximal left anterior descending (lad) extending towards the mid lad. The lesion was 80% stenosed, 2.5mm in diameter and 26mm long. The lesion was treated with direct stent placement using a 2.5x20mm and 2.75x12mm ion coa stents. Post dilation was performed. Residual stenosis was 0%. A side branch occlusion was noted in the post procedure lesion. The patient was discharged 1 day later on aspirin and clopidogrel.

Manufacturer narrative:
Device is a combination product. (B)(6). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).